Event description:
Rep reports that the drain occluded above drip chamber. An attempt was made to clear the drain. It was not successful. It is noted that brain matter may have contributed to the tissue with the anti reflux. The doctor commented that this could have contributed to a serious injury for the patient.